Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent revision from a global ap to a delta extend due to cuff tear and superior migration of the humerus.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: reason for revision ¿ cuff tear and superior migration of the humerus. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) main source. The photo investigation revealed that the global ap humeral head 44 x 21 had nothing indicative of a device nonconformance. Based on additional information provided, the humerus migration was determined to be due to cuff tear and related to patient's condition. It is worth mentioning that no x-rays were provided for review. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the global ap humeral head 44 x 21 would have not contributed to the to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d6a, d10 concomitant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information states that: b. Is humerus migration happened due to cuff tear? C. Is this patient condition or more related to device? Response: humerus migration due to cuff tear. Patient condition.